Event description:
It was reported that the patient had inappropriate pacing as seen by several ventricular high rate episodes with atrial pacing just below the upper sensor rate of 160 ppm. Once recently, the patient reports feeling dizzy during a concert. The device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.